Manufacturer narrative:
A. Patient information is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: when a patient was transferred from (B)(6) to (B)(6), the automated impella controller (aic) displayed a continuous ¿purge disc not detected¿ alert during the aic-to-aic transfer, despite multiple attempts to complete the transition. A backup console was ultimately used to overcome the issue, and support continued without interruption. The console will be sent to kennestone biomed for inspection. The reported events include purge disc not detected, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Updated information: d1 brand name changed. D9 device return date added.